Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: he discussed with me post procedure to explain when they had a backorder of vloc they used stratafix and it did the exact same thing, but it was only recently brought to my attention. With that in mind, the consultant locked off the barbed suture and the starting on the other side of the incision used a competitor which he was doing to show me the comparison. He agreed to trial/ show me what he was experiencing with the stratafix spiral and why he wouldn¿t like to switch to our alternative. It has been shared as a department they wish to stick to competitor, I wanted to share this feedback as from my understanding stratafix should be slipping when under tension but it very much did during use. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. No consequences to the patient happened, it was more that the product didn¿t perform the way he wanted it to in comparison to competitor. The barbs didn¿t hold as well as. Lot number: tmbdhs. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent total laparoscopic hysterectomy procedure on an unknown date in 2024 and barbed suture was used. During a tlh and when closing the vaginal vault surgeon found that the barbs weren¿t holding and actually the suture slipped back. No reported patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 type of investigation (b18 - device discarded). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.